Event description:
It was reported that a rupture of a motiva flora® tissue expander occurred during the clinical study (B)(4) on (B)(6) 2024. The rupture required a corrective surgical procedure to replace the damaged device, which is scheduled for (B)(6) 2024. The affected patient, a 50-year-old woman, had the investigational device implanted in her breast on (B)(6) 2024. The rupture occurred following the second filling follow-up visit. The patient presented to the clinic with the right expander folded, reportedly due to a previously noted seroma that had resulted in capsular contracture. During an attempt to expand the device as per protocol, the rupture occurred.

Manufacturer narrative:
Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: www.motiva.health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "capsular contracture normally, capsules of collagen fibers form as an immune response around a foreign body, such as a breast tissue expander, tending to isolate it. Capsular contracture occurs when the capsule tightens and squeezes the expander. This can cause the device to turn rigid (from slightly firm to quite hard) and the firmest ones can cause varying degrees of discomfort, pain and palpability. In addition to the firmness, capsular contracture can result in a deformed breast, visible surface wrinkling and/or displacement of the breast tissue expander. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in patients undergoing revision surgery than in patients undergoing primary implantation surgery. Capsular contracture is a risk factor for deflation, and it is the most common reason for reoperation in reconstruction patients. Capsular contracture is graded into four levels depending on its severity. Baker grade I: the breast is normally soft; baker grade ii: the breast is a little firm but looks normal; baker grade iii: the breast is firm and looks abnormal; baker grade IV: the breast is hard, painful, and looks abnormal. Patients should be advised that additional surgery might be needed in cases where pain and/or firmness are severe (baker grades iii or IV) and that capsular contracture may happen again after additional surgeries. Correction of capsular contracture may require surgical removal or release of the capsule, or removal and possible replacement of the breast tissue expander itself. Closed capsulotomy (external manipulation of the capsule in order to ¿pop¿ the tissue capsule and open it up) used to be a common procedure for treating capsular contracture, but most manufacturers, including establishment labs contraindicate it because it can cause damage to the device." "Rupture/deflation tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander¿s shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope." "Infection ¿ signs of acute infection reported in association with breast tissue expanders include edema, erythema, tenderness, pain, and fever. As with other invasive surgeries, toxic shock syndrome (tss), a life-threatening condition, has been reported in rare instances following breast implant surgery. Symptoms of tss occur suddenly and can include high fever (102°f (38.8°c) or higher), vomiting, diarrhea, sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should immediately contact their physician for diagnosis and treatment if any of these symptoms occur." "A seroma is a build-up of fluid around the expander. Having a hematoma and/ or seroma following surgery may result in infection and/or capsular contracture later on. Symptoms from a hematoma or seroma may include swelling, pain, and bruising. If a hematoma or seroma occurs, it will usually be soon after surgery. However, they can also occur at any time after injury to the breast. While the body absorbs small hematomas and seromas, some will require surgery, typically involving draining, and potentially placing a temporary surgical drain in the wound for proper healing. Device rupture also can occur from surgical draining if there is damage to the implant during the procedure. Rarely, hematomas/seromas may be due to leakage of the injected saline into the potential tissue space between the expander and the overlying skin. If significant, they may require careful aspiration (with risk of balloon puncture) or drainage. Small seromas usually do not compromise the process of expansion." In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contibuted to this incident. Establishment labs requested the unit to confirm the event and to perform the corresponding testing (including but not limited to: revision and characterization under the microscope of the rupture section, mechanical testing according to approved standards, etc.). It was informed that the patient/doctor has the unit, and it is pending to confirm if it can be returned. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post-market surveillance of reported complaints & adverse events.

Manufacturer narrative:
Investigation summary: the reported device was returned for evaluation. There was a relationship between the reported rupture and the device. Additionally, it was possible to confirm the reported infection, contracture capsular, seroma according to the information provided. The initial visual inspection found a device rupture. Microscope inspection showed trace marks in the shell consistent with those of a sharp instrument reproduced in our laboratory, this is distinct from the pattern resulting from a spontaneous tear in the shell of the implant. Elongation tests confirmed the shell complied with the international specification standards. A complete review of the DHR for lot 23071634 was carried out, no deviation was found in the manufacturing process. Review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: infection - risk of a periprosthetic infection may be increased as result of an active infection. Do not expose the tissue expander or injection needles to contaminants, which increase the risk of infection. Patients who present wound dehiscence, tissue erosion, ischemia or necrosis have an increased risk of periprosthetic infection. During surgery, protective measures must be taken to avoid possible infection of the area. Infections can compromise the expansion process, therefore, any symptoms that occur, such as tenderness, fluid accumulation, pain or fever, must be reported to the surgeon as soon as possible to be aggressively treated and thus avoid serious complications. Premature tissue expander removal may be required if the infection does not respond to treatment, or in the case of a necrotizing infection. Seroma - seroma is a build-up of fluid around the expander. Having a hematoma and/or seroma following surgery may result in infection and/or capsular contracture later on. Symptoms from a hematoma or seroma may include swelling, pain, and bruising. If a hematoma or seroma occurs, it will usually be soon after surgery. However, they can also occur at any time after injury to the breast. While the body absorbs small hematomas and seromas, some will require surgery, typically involve draining, and potentially placing a temporary surgical drain in the wound for proper healing. Device rupture also can occur from surgical draining if there is damage to the implant during the procedure. Rarely, hematomas/seromas may be due to leakage of the injected saline into the potential tissue space between the expander and the overlying skin. If significant, they may require careful aspiration (with risk of balloon puncture) or drainage. Small seromas usually do not compromise the process of expansion. Rupture/deflation - tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander¿s shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope. Capsular contracture ¿ capsules of collagen fibers form as a normal immune response around a foreign body, such as a breast tissue expander, tending to isolate it. Capsular contracture occurs when the capsule tightens and squeezes the expander. This can cause the device to turn rigid (from slightly f irm to quite hard), and the firmest ones can cause varying degrees of discomfort, pain and palpability, deformed breast, visible surface wrinkling, and/or displacement of the breast-tissue expander. In conclusion, it was determined that a probable cause for the rupture reported was a cut resulting from a sharp instrument used which could have weakened the shell. · establishment labs will continue to monitor for similar complaints/trends. Original investigation.